Event description:
In 02/2004, while using the sound processor, the pt reportedly experienced an overly loud sensation followed by no sound. In 02/2004, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. The next day, the pt was seen at the center. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device has been scheduled.